Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, there is a molding defect with sharp protrusions and bits of plastic inside of an unspecified number of tubes resulting in automation error during pipetting. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. The evaluation of these photos indicates foreign matter in used tubes and molding defects on the caps. A total of 100 retained samples were visually examined, and no foreign matter or molding defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: foreign matter - unknown and molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, there is a molding defect with sharp protrusions and bits of plastic inside of an unspecified number of tubes resulting in automation error during pipetting. No adverse impact was reported regarding the patient or user.